Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat functional mitral regurgitation (mr) with a grade of 4. Three clips (70831u192, 70119u291, 70901u186) were implanted, reducing mr to 1. On an unspecified date, the patient returned with dyspnea. Echocardiogram was performed, which found that one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). It could not be determined which of the three clips had detached. Mr increased to 3. In the physicians opinion, the slda was due to pre-existing patient anatomy. On an unspecified date, a second procedure was performed for treatment. One clip was implanted between the slda clip and the previously placed lateral clip. Mr was reduced to 2, with a good patient outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The expiration and manufacture dates are reported as unknown, because it could not be confirmed which of three clips experienced the slda; therefore, the information is reported as follows: lot #: 70831u192: manufacture date: 08/31/2017; expiration date: 08/31/2018, lot #: 70119u291: manufacture date: 01/20/2017; expiration date: 01/20/2018, lot #: 70901u186: manufacture date: 09/01/2017; expiration date: 09/01/2018. The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue for any of the three lots. The reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip system instructions for use, are a known possible complication associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to challenging patient anatomy/morphology (pre-existing condition). The reported adverse event of worsening mr was a result of the slda and the reported dyspnea was likely a secondary effect of the worsened mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.